Event description:
The pt called lifescan and alleged that their meter was prompting error 4 messages and an error 5 message. They also complained that many of their test strips were sticking together. Medical affairs spoke to the pt and obtained/verified the following information: the pt stated that was obtaining error 4 message throughout the day. They did not receive a blood glucose reading until 7:00 p.m., when they tested on their neighbor's meter. They obtained a result of 112 mg/dl. They tried testing on their meter at that time and obtained a result of 69 mg/dl. The pt did not treat themselves based on the readings; according to their physician's instructions they do not take glucose or insulin for results between 70 and 120 mg/dl. The pt attempted to test after these results and was again obtaining error 4 messages and at one time, an error 5 message. The pt stated that they have a history of becoming hypoglycemic quickly. To prevent that they did not take any insulin in the absence of a meter result. They also stated they keep glucose with them at all times in case their blood glucose levels drop unexpectedly. Later in the evening (approx 11:30 p.m.), the pt began feeling shaky, having problems with their speech, foggy, and a loss of balance. They attempted to test their blood sugar twice and were able to obtain two results of 86 and 92 mg/dl. When they stood up to throw away their used supplies, they collapsed. Their family member and their friend carried them to the car an drove them to the hosp. At the hosp approx 5 to 10 minutes later their blood glucose was tested on the hospital meter and the pt's reading was over 300 mg/dl. They were treated with insulin and released 7 hours later. They were also told they may have a hairline fractured in their wrist, which occurred during the fall. The pt stated that the temperature where they were testing was within range and the test strips were in good condition. The pt stated that they were using the corrective technique. The issue with the strips (sticking together) and the meter was not resolved. Based on the information provided, the meter and test strips did malfunction in a way that led to a serious injury. The pt was not able to take their insulin because it is based on meter results; this led to the pt becoming hyperglycemic. There was also discrepancy in the meter results at the time of the injury, the pt's meter read "normal" and 5 to 10 minutes later in the hosp, it was over 300 mg/dl. This case is being reported as an adverse event.

Event description:
The pt called lifescan and alleged that her meter was prompting error 4 messages and an error 5 message. She also complained that many of her test strips were sticking together. Medical affairs spoke to the pt and obtained/verified the following information: the pt stated that was obtaining error 4 messages throughout the day. She did not receive a blood glucose reading until 7:00 pm., when she tested on her neighbor' s meter. She obtained a result of 112 mg/dl. She tried testing on her meter at that time and obtained a result of 69 mg/dl. The pt did not treat herself based on the readings; according to her physician's instructions she does not take glucose or insulin for results between 70 and 120 mg/dl. The pt attempted to test after these results and was again obtaining error 4 messages and at one time, an error 5 message. The pt stated that she has a history of becoming hypoglycemic quickly. To prevent that she did not take any insulin in the absence of a meter result. She also stated she keeps glucose with her at all times in case her blood glucose levels drop unexpectedly. Later in the evening (approx 11:30 p.m.), the pt began feeling shaky, having problems with her speech, foggy, and a loss of balance. She attempted to test her blood sugar twice and was able to obtain two results of 86 and 92 mg/dl. When she stood up to throw away her used supplies, she collapsed. Her son and her friend her to the car and drove her to the hosp. At the hosp approx 5 to 10 minutes later her blood glucose was tested on the hosp meter and the pt's reading was over 300 mg/dl. She was treated with insulin and released 7 hours later. She was also told she may have a hairline fracture in her wrist, which occurred during the fall. The pt stated that the temperature where she was testing was within range and the test strips were in good condition. The pt stated that she was using the correct technique. The issue with the strips (sticking together) and the meter was not resolved. Based on the information provided, the meter and test strips did malfunction in a way that led to a serious injury. The pt was not able to take her insulin because it is based on the meter results; this led to the pt becoming hyperglycemic. There was also a discrepancy in the meter results at the time of the injury, the pt's meter read "normal" and 5 to 10 minutes later in the hosp, it was over 300 mg/dl. This case is being reported as an adverse event.